Event description:
Our distributor reported that an adapter was missing from two rt206 adult breathing circuits. These alleged defects were found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
These malfunctions have been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint devices to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. The components were most likely omitted during our packing process. Conclusions: the devices were out of spec. We have received other complaints of missing components with an occurrence rate of approximately 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.